Manufacturer narrative:
The previously reported conclusion code 54 no longer applies to this event.

Event description:
Additional information received reported that the patient¿s mother called inquiring about what happened to the pump. At the time of the call analysis was in process. An analysis letter was sent to the healthcare professional (hcp) on (B)(6) 2015, and the patient¿s mother stated that they never got the letter. She requested to have a copy of the analysis letter sent again.

Event description:
It was reported that a critical alarm occurred due to a ¿constant¿ motor stall. The alarm was heard by the patient¿s mother and the patient last night and by a manufacturer¿s representative on the date of the report, and was confirmed by telemetry. The pump was interrogated and re-interrogated but the stall remained in the logs. The logs reflected that the stall occurred on (B)(6) 2014 at 16:32, also noted as occurring at 16:08. There was also a ¿stopped pump period may exceed tube set¿ message noted in the logs on (B)(6) 2014 at 16:08. There had been no magnetic resonance imaging (MRI) performed yesterday or new environments, and although the patient got a new motorized chair 2 months ago, the ¿dates don¿t match.¿ the patient had nausea, vomiting, rash, fever, and increase in spasticity. The pump was replaced on (B)(6) 2014, and the patient recovered without sequela. No rotor study or dye study had been performed. The pump was used to infuse lioresal (baclofen).

Manufacturer narrative:
An analysis code for overinfusion had been mistakenly applied and was removed. "This was an underinfusion due to corrosion." The following analysis results still apply: analysis of the pump found motor/gear train anomaly due to corrosion and/or wear and/or lubrication. Analysis also found stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the stall did not recover, and it was unknown how long it was stalled. There was not more than one motor stall noted in the event logs; and it was unknown what caused the motor stall. The patient was hospitalized due to significant spasticity causing respiratory distress. The patient stabilized, and surgical intervention was recommended to the patient. The patient recovered without permanent impairment (as previously reported).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft bearing, overinfusion- undetermined root cause.

Event description:
Additional information received reported the patient had a ¿life threatening situation¿ and requested to know what went wrong with the pump. It was noted they never received a notice that the pump was recalled and referred to a recall about the battery. It was further reported the patient ¿almost died¿ due to the battery recall and that the healthcare provider¿s (hcp) office was not made aware of the battery performance recall. However, the information returned with the pump did not indicate there was a low battery reset to connect it to the recall and it was possible a cause unrelated to the recall could also have caused the event such as the motor stall. It was further reported the motor stall did not recover to the manufacturer representative¿s (rep) knowledge. The cause of the motor stall was not able to be determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.